Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted in pulmonary position six (6) years, underwent valve-in-valve due to pulmonary stenosis and regurgitation. Patient presented with activity intolerance. Tpvr was performed with a 23mm s3 transcatheter valve. Patient stable at the end of the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The most likely cause is patient factors, including implant position, patients age at time of implant and history of congenital heart disease.